Event description:
It was reported that the catheter migrated out of the intrathecal space with patient symptoms of uncontrolled pain. A bolus through the pump on (B)(6) 2010 resulted in no pain relief. An x-ray showed the catheter resided in the flank. This event resulted in in-patient hospitalization. It was reported (B)(6) 2010 that there was wound infection at the catheter site following catheter replacement last week with (B)(6). Now one week post that surgery patient, has presented with a catheter infection with cellulitis at the flank. He complained of cold sweats, headaches, and fevers. This event resulted in in-patient hospitalization. The pump and catheter were explanted (B)(6) 2010. The status on (B)(6) 2010 was resolved without sequelae. For information on the previously implanted pump please refer to manufacturer report # 3004209178-2010-06531.

Manufacturer narrative:
(B)(4).